Manufacturer narrative:
Date of event: unknown/not provided; however was indicated as (B)(6) 2017. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger broke the delivery system tip. This happened with 2 units. There was no patient involvement/injury reported. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each suspect product. This is report 2 of 2.

Manufacturer narrative:
Device evaluation: the lens sample was evaluated. The plunger was fully advanced and locked as the device required. The lens was observed stuck at the cartridge and overridden by the pushrod. No viscoelastic residue was observed inside the cartridge. There was no observed damage in the assembly. Screw thread and nut thread were assembled correctly. The cartridge tip was observed deformed by the pushrod. The plunger and lens could not be taken out since they were stuck at the cartridge tip and tube. However, it was observed under the microscope that the plunger tip was bent which could be related to an extra force applied by the user. Based on the inspection the complaint reported was confirmed. However, it is not possible to confirm if the defect observed is related to manufacturing, as the reported device was handled and prepared for the surgical use. After the inspection, it appeared that the device was not prepared as per the directions for use. There were no viscoelastic residue observed in the cartridge tube and tip. This could have dislodged the haptics from the normal resting position and affected the lens passage through the cartridge as this creates resistance and allows the lens to stick in the cartridge, creating a ¿push rod override¿ condition as was observed in the lens sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.